Manufacturer narrative:
The device was not returned since the product was troubleshooted during the call and it was identified that only a column replacement was required. No further device malfunction was identified therefore the device was not returned.

Event description:
The reported event relates to the column assembly, g5. The patient woke up from sleep at 1:30 am cold sweat and unable to breath. The machine did not give an alarm and was no longer producing oxygen. The patient had to be transported to the hospital where was given oxygen, x-rays, blood, etc. Remained in emergency room for over 12 hours. Alternate supply not readily available and high dose of o2 was needed. Alternate unit (not inogen) in use now until replacement columns and filter is received. Patient was informed that alternate columns and filter will be received in 3 to 5 days.